Event description:
It was reported that the stent shortened after deployment. A 6x150mm innova self expanding stent was selected for use for an atherectomy and percutaneous transluminal angioplasty procedure in the heavily calcified, and 87% stenosed, right superficial femoral artery (sfa). After pre-dilation using a charger balloon, the innova stent was used. The physician had difficulty maintaining a good support rail, and there was some difficulty deploying the stent. After the stent was deployed, the stent was observed to shorten from 150mm to about 80mm. The procedure was completed using another innova stent to cover the lesion. There were no patient complications reported, and the patient's status was reported as fine. It was further reported that the difficulties during deployment of the stent were due to the stent prematurely deploying in the lesion.

Event description:
It was reported that the stent shortened after deployment. A 6x150mm innova self expanding stent was selected for use for an atherectomy and percutaneous transluminal angioplasty procedure in the heavily calcified, and 87% stenosed, right superficial femoral artery (sfa). After pre-dilation using a charger balloon, the innova stent was used. The physician had difficulty maintaining a good support rail, and there was some difficulty deploying the stent. After the stent was deployed, the stent was observed to shorten from 150mm to about 80mm. The procedure was completed using another innova stent to cover the lesion. There were no patient complications reported, and the patient's status was reported as fine.